Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the customer experienced an issue with the vision probe product. It was noted that fiber was protruding from the distal tip of the vision probe instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm peripheral vision probe instrument for failure analysis investigation. The instrument was analyzed and was found to have an illumination fiber sticking out distally. Upon visual inspection, the illumination fiber was protrudin approximately 0.31mm from the distal tip. The distal shaft did not appear to have any punctures or kinks. The illumination fiber seems detached from being glued from its location. There was no missing material observed.

Event description:
Refer to h11 for follow-up information.